Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer septal occluder were reported in a research article in a subject population with multiple co-morbidities including stroke, transient ischemic attack, migraine, and patent foramen ovale. Complications reported included residual shunt, off label; these complications are anticipated for the procedure and subject population. The reported IFU deviation/off-label use was associated with implanting amplatzer septal occluder for patent foramen ovale closure. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. It was reported that amplatzer septal occluder was implanted for patent foramen ovale closure. It should be noted that the amplatzer septal occluder, instruction for use (IFU), states: the amplatzer¿ septal occluder is a self-expanding occluder made of braided nitinol wire designed for use in occluding atrial septal defects (asd) and fenestrations following a fontan procedure. In this case, it is unknown if the IFU violation caused or contributed to the reported complaint; therefore, a letter will not be created b3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: contrast-enhanced transcranial doppler for detecting residual leaks¿a single-center study on the effectiveness of percutaneous pfo closure

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
The article, "contrast-enhanced transcranial doppler for detecting residual leaks¿a single-center study on the effectiveness of percutaneous pfo closure", was reviewed. The article presented a retrospective, single center study to evaluate the long-term efficacy of patent foramen ovale (pfo) occluder implantation using contrast-enhanced transcranial doppler (ce-tcd) performed after 12 months, following transesophageal echocardiography (tee) in cases with positive results in ce-tcd. Devices included in the study were solely amplatzer septal occluder. The article concluded that assessing the effectiveness of pfo occluder placement is crucial for the residual embolic risk and thus the necessity of antithrombotic therapy. Even low grades of high-intensity transient signals (hitss) observed in ce-tcd help to identify patients with residual leaks confirmed in tee. [The primary and corresponding author was andrzej kulach, department of cardiology, school of health sciences in katowice, medical university of silesia, 40-752 katowice, poland, with corresponding email: andrzej.kulach@sum.edu.pl] the time frame of the study was from 2020 to 2023. A total of 75 patients were included in the study, of which all received an abbott device. The average age was 45 years old, and the majority gender was female. Comorbidities included stroke, transient ischemic attack, migraine, and patent foramen ovale.